Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that when the patient had the pump implanted ((B)(6) 2017), he had an infection at the implant site. The patient had the device removed in (B)(6) 2018 because of the infection. The pump could not be implanted at the same location due to scar tissue. The patient was ambulatory and spent a lot of time in bed, so they did not want to put the pump in the back. There were no further complications reported at this time.